Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke when the surgeon impacted the device with a mallet.

Manufacturer narrative:
The persona tibial articular surface provisional (ps tasp) was received with complaint for investigation. Visual inspection of the returned device condition shows a fracture to the medial side of the post. It was reported that all pieces were returned for examination. This is a known reported issue investigated through corrective actions. This device is used for treatment. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification was implemented. Root cause is considered to be a previously addressed design issue.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Further investigation revealed that tasp broke upon impaction by the surgeon. Root cause changed from design issue to deviation from surgical procedure. A technical report regarding the same was sent to the surgeon via sales representative.